Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was 251 mg/dl. The customer reported that they were unable to clear the alarm and unable to rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during the rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to pump error 38. There were also traces of mold on both the internal battery connector and plug. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.